Manufacturer narrative:
A service engineer confirmed that the standard handpiece was used and performed an installation and verification test. The laser arm knuckle joint was also checked to assure it was not affected. The cause of this event was determined to be that the user did not properly connect the handpiece to the laser arm. A corrective/preventive action was undertaken to revise the technical user's manual to provide detailed instructions about use of the appropriate handpieces and assuring that they are properly connected prior to use. This MDR report is filed because of the potential for serious injury if the instructions for use are not followed.

Event description:
On (B) (6) 2009, solta was notified of an event where an operator had been injured while delivering treatment with a fraxel re:pair laser system. She reported that she first noticed that she did not see the usual pass marks and after three passes, she smelled something burning. She realized that she burned the hair on the back of her head (scalp was not burned) because the handpiece was unscrewed (detached) from the laser arm assembly.